Event description:
The customer stated she could not get blood from her finger when using her softclix lancing device. She was attempting to test her inr with her meter. She then stated that the lancet was protruding from the end cap of the device. She stated that the lancet was seated in the device correctly and that she was using the device correctly. There was no adverse event. The lot number of the accuchek softclix lancets being used in the device is unknown. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Based on the information provided and the fact that no customer material was received for investigation, a specific root cause could not be determined.